Event description:
Healthcare professional reported after injection of unspecified juvederm ultra in the nasolabial folds the pt developed "whiteness" in the lower face around the lips, nasolabial folds, and upper lip. The pt also complained of a burning sensation under the skin and had an outbreak of pimples and rosacea. The pt visited a dermatologist who advised the pt they may have a sensitivity to hyaluronic acid but who indicated the acne and rosacea may not be related to juvederm ultra product. The dermatologist prescribed the pt "antibiotics". The healthcare professional treated the pt with an injection of hyalase as a "small bolus to the right of the lip".

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of hypersensitivity, acne, skin, discoloration, skin inflammation and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.